Manufacturer narrative:
(B)(4). Foreign. The event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the little screw that goes in the guide broke under the hammer impaction on the shaft. No pieces were left in the patient and all were retrieved.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. . Visual inspection identified wear consistent with potential use for approximately 3 years. The fractured screw and o-ring were not returned. No other anomalies were noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.